Manufacturer narrative:
Device evaluated by MFR: device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on lens. Visual inspection found the haptics bent. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.5/+1.5/094 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to patient related factor.